Event description:
Additional information received reported the patient was intubated when in the intensive care unit. It was also noted the pump was alarming when the patient had a refill on (B)(6)-2012.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Concomitant medical products: catheter: model #: 8598a, (B)(4), implanted on: (B)(6) 2011, explanted on: unk; catheter: model #: 8709, lot #: n096490021, implanted: (B)(6) 2007, explanted: unknown.

Event description:
It was reported that the patient had a refill (B)(6) 2012 with a new physician. The physician changed the concentration of the medications and programmed a bridge bolus decreasing the daily dose by 40%, as he felt the patient was on "too high" of a dose. The drugs in the pump were hydromorphone, bupivacaine and baclofen. On (B)(6) 2012 patient was seen in emergency room and admitted to intensive care unit with symptoms of an overdose after the wife stated that the patient "had been sleeping for 17 hours straight". Narcan was administered and the pump was stopped on that date. As of this report, the patient was released from the hospital and was "doing ok". Additional information has been requested, but was not available as of the date of this report.